Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that prior to implantation of the lvad, the pt had right ventricle failure with screen tricuspid regurgitation (tr). Although the tr was not fixed intra-operatively, he pt was reported to tolerate the vad fairly well. Approx four months post-implant of the lvad, the pt was being followed as an outpatient and was noted to have increasing lactate dehydrogenase (ldh) levels, elevations in plasma hemoglobin and worsening right ventricle failure. The pt was admitted to the hospital and was subsequently transplanted due to reduced flow through the device, suspected thrombus and decompensating condition. The hospital suspected the thrombus in the pump was likely due to an inflow cannula alignment issue (near the septum).